Event description:
The surgeons had inserted a size 28 french resectascope into a patient undergoing resection of a bladder tumor, and the ceramic tip of the resectascope broke off. The surgeons were able to retrieve all but a very small piece. No response for the manufacturer at this time.